Event description:
It was reported that a pta balloon would not deflate after the first inflation at 8atm in the popliteal artery. The balloon was deflated with a needle stick through the skin and the catheter was removed through the introducer sheath without incident. No report of pt injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. This is the only complaint reported for this lot number